Event description:
It was reported that this right ventricular (rv) lead showed a low shock impedance measurement out-of-range of 13 ohms. Technical services (ts) reviewed the impedance trending and found it stable and good, and the possibility of electromagnetic interference (emi) affecting this rv lead was considered. Ts recommended to determine if there were any emi sources at the time of the alert and if none confirmed, to troubleshoot this rv lead for a potential integrity issue. Attempts to obtain additional information were unsuccessful, no further information was known. This rv lead remains in service and no adverse patient effects were reported.